Event description:
It was reported during a device change out this device, when connected to the chronic leads, had high pacing lead impedance measurements and no output was delivered to any of the leads. The leads were verified to be within normal limits. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field experience of high pacing lead impedance and no pacing output were not reproducible in the laboratory. The device was tested on the bench and using automated test equipment. All device functions were normal. It is believed that the high pacing lead impedance and no pacing output experienced in the field were caused by an inadequate lead connection in the header.